Manufacturer narrative:
UDI is unavailable as the device was manufactured prior to 09/24/2014. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
The patient has two ipgs implanted. The issue pertaining to the second ipg is addressed in reference MFR. Report: 1627487-2017-04191. It was reported the patient had not recharged the system in several years for unknown reasons. As such, the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2017 to explant and replace the ipg with a different model. Effective stimulation was restored post-operative.